Manufacturer narrative:
Weight : unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the right eye due to unexpected post-op outcome, profound (B)(6) dysphotopsia. The patient was fine post-op. No other information was provided.

Manufacturer narrative:
Additional information section b5: upon follow-up the reporter provided that the replacement lens was of a different model and diopter. It was stated that there was no incision enlargement, vitrectomy or sutures necessary during the procedure. The patient did not experience any injury but does have some post-operative inflammation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product is not available. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search from this production order revealed one complaint for handling problem and improperly loaded. These complaint issues are not related, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.